Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited noise and oversensing. Pacing inhibition with asystole greater than two seconds was noted. The electrogram (egm) strip was reviewed by boston scientific technical services (ts) and potential causes were discussed. The physician reprogrammed the rv sensitivity, and the plan was to re-evaluate in a few weeks. Additional information was received that the cause of the noise and oversensing has not been determined. The patient did not appear at the clinic for her follow-up appointment. No adverse patient effects were reported. The device system remains in service.